Event description:
It is reported that the provisional fractured during extraction.

Manufacturer narrative:
Eval summary: the provisional was mfg in may of 2000, giving it a potential field age of approximately 12 yrs. It is unk how many times the device has been used during this time frame. The circumstances under which the fracture occurred are unk. Possible root causes include the following: excessive forces applied with the slap hammer to disengage the device from the provisional stem; repeated autoclave and cleaning cycles deteriorating the material strength of the radel; and the device experiencing natural and expected wear which caused it to reach the end of its useful life after 12 yrs in the field. This is not an exhaustive list, and a definitive cause for the fracture cannot be stated conclusively. Eval: returned for review is the zmr proximal body trial. The device is fractured into two main pieces near the c clip. The fracture runs through the two a/p holes. The distal fragment is still attached to the stem provisional and is severely gouged, likely from removal attempts. Mfg records were reviewed and found conforming to specifications at the time of MFR.